Event description:
Baxter pump that had levophed running had an upstream occlusion alarm go off. When nurse assessed, it was noted patient's blood pressure was hypotensive in the 70's with map (mean arterial pressures) in the 40's. Nurse turned up pressors to compensate and was able to bring blood pressure to the appropriate level.